Manufacturer narrative:
A compressor mini was reported with low pressure alarm. A service engineer investigated the compressor and could not reproduce the reported issue. Any leaking compressor tubing/pipe/valve may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As the service engineer could not reproduce the reported issue, no root cause of the low pressure alarm could be found.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor generated a low pressure alarm. There was no patient harm. Manufacturer's ref.#: (B)(4).